Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient underwent primary breast augmentation with a 500cc mentor memorygel breast implant and experienced right side bacterial infection postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505004bc; (B)(4) on the left side and with catalog number 3505001bc; (B)(4) on the right side on (B)(6) 2022.